Event description:
The advocate stated the customer's contour meter was not working. He also alleged the customer went to the hospital as a result. While troubleshooting, customer service had the advocate try to turn the meter on and he verified there was nothing on the meter display. No information was provided about the customer's hospital visit. While troubleshooting, the advocate ended the call. Customer service called him back, but he did not answer. No product will be returned at this time.